Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's insulin pump alarmed no delivery during fixed prime alarm was explained to customer. He was advised to do a complete infusion set change. Customer stated the tube cannot be filled manually. He tried a different catheter and the device alarmed no delivery again. Customer has a second insulin pump. The second insulin pump also alarmed no delivery. Customer said he will try a complete infusion set change and call back if the issue persists. Nothing further reported.